Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed an "over-voltage protection (ovp) circuit failed" error message (error codes 1117, 1118, 111b, 111d, 1127). There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device, the se reported that the v60 ventilator displayed an "over-voltage protection (ovp) circuit failed" error message (error codes 1117, 1118, 111b, 111d, 1127). The se noted that the issue was resolved after replacing the motor controller (mc) board. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.